Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023, the user fell down the stairs but did not get injured and experience any hearing problems reportedly. About a month later, in-situ measurements were conducted, which showed affected channels which were disabled. One week later, the user reported not having any hearing sensation and feeling stretching in her face. For the past 2 weeks, she has not been wearing her audio processor.

Event description:
In (B)(6) 2023, the user fell down the stairs but reportedly did not get injured or experience any hearing problems. About a month later, in-situ measurements were conducted, which showed affected channels which were disabled. One week later, the user reported not having any hearing sensation with the device and facial nerve stimulation. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. In addition, one channel migrated post-operatively out of cochlea. Further, the recipient experienced facial nerve stimulation, which might be related to extra-cochlear stimulation. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2023, the user fell down the stairs but reportedly did not get injured or experience any hearing problems. About a month later, in-situ measurements were conducted, which showed affected channels which were then disabled. One week later, the user reported not having any hearing sensation with the device and facial nerve stimulation. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, one channel migrated post-operatively out of cochlea. Further, the recipient experienced facial nerve stimulation, which are most likely related to extra-cochlear stimulation. All the problems given in the recipient report appear to match well with this finding. This is a final report.